Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the fourth of four reports from this facility. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that multiple knives were noted to have dull blades during separate surgeries. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing in an open tray for the report of dull blades. The knife was not seated properly in the tray with the tip of the blade pointed downward into the tray. The sample was visually inspected and was found to be nonconforming with a damaged cutting edge. Penetration and sharpness testing could not be performed due the damaged condition of the sample. No lot number was identified with this complaint therefore, a lot history review could not be conducted. How the blade became damaged cannot be determined from the evaluation. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edge as was exhibited on the returned opened sample, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).